Manufacturer narrative:
Examination of the submitted osteotome confirmed the end cap component has disassociated/fractured from the handle. The end cap was returned. A sample from a previous investigation was forwarded to depuy material science for evaluation. On the basis of that observation, the metal gouge of the osteotome was fractured as a result of high stress low cycle fatigue crack initiation and propagation. No material defects were observed in the gouge that could have contributed to fracture initiation and/or propagation to failure. Prior investigations found the root cause to be suspected mis-use through improper impaction. The need for corrective action is not warranted. Continue to monitor via (B)(4).

Event description:
Instruments shows excessive wear. Update may 21, 2015 product received. Instrument is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.